Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd multitest¿ erroneous results on patient samples occurred. There was no report of user impact. The following information was provided by the initial reporter: "problem with the trucount - there seems to be too low number of beads inside, this resulted in too high absolute counting results that were not realistic." 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required): yes, wrong patient results were send to lis, where physicians had access to. One doctor contacted us, questioning the results. In other occasions we intercepted the wrong data ourselves later in the authorisation-process. 2. Was there any delay of treatment due to the issue? (Go to question #3): no, not that we know of. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no samples were redrawn. The requested tests were repeated on the sample that was already available. 4. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): not that we know of.

Manufacturer narrative:
H.3. Based on the investigation results, the reported defect was confirmed, however was not replicated after retain sample testing. Investigation results that were performed on the indicated failure mode were the following: review of customer provided information. Batch history record (bhr) review showing acceptable performance. Retain sample testing showing acceptable performance. Potential cause for customer reported complaint was not determined. Bd attempted reaching out to the customer to obtain resolution. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd multitest¿ erroneous results on patient samples occurred. There was no report of user impact. The following information was provided by the initial reporter: "problem with the trucount - there seems to be too low number of beads inside, this resulted in too high absolute counting results that were not realistic." Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required): yes, wrong patient results were send to lis, where physicians had access to. One doctor contacted us, questioning the results. In other occasions we intercepted the wrong data ourselves later in the authorisation-proces. Was there any delay of treatment due to the issue? (Go to question #3): no, not that we know of. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no samples were redrawn. The requested tests were repeated on the sample that was already available. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): not that we know of.

Manufacturer narrative:
The following fields have been updated with corrected information. D.4. Unique identifier (UDI) #:(B)(4). H.6 imdrf annex: b21. H.6 imdrf annex: c21. H.6 imdrf annex: d16.

Event description:
It was reported that while using bd multitest¿ erroneous results on patient samples occurred. There was no report of user impact. The following information was provided by the initial reporter: "problem with the trucount - there seems to be too low number of beads inside, this resulted in too high absolute counting results that were not realistic." 1. Are there erroneous results on patient samples from diagnostic test?(if yes or unknown, go to question #2. If no, no further questions required): yes, wrong patient results were send to lis, where physicians had access to. One doctor contacted us, questioning the results. In other occasions we intercepted the wrong data ourselves later in the authorisation-proces. 2.was there any delay of treatment due to the issue? (Go to question #3): no, not that we know of. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no samples were redrawn. The requested tests were repeated on the sample that was already available. 4. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): not that we know of.